Event description:
Pursuant to info received from the physician, the pt was implanted with a saline on 12/20/96, subsequently it was noted that the pt had developed an infection and a seroma in her right breast and the prosthesis was removed on 2/13/97. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.